Event description:
It was reported that while the ventilator was cycling on a patient, the ventilator started smoking. The ventilator was taken off the patient, the patient was bagged, and the ventilator was swapped out with another unit. The ventilator was taken to the biomed department were it was discovered that the 02 module was defective. There was no patient injuries.